Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address suspected infection. The cup was loose and rotated to a vertical position. Tissue samples were sent for eval which confirmed the pt was not infected. Temporary spacer components were removed on (B)(6) 2010 after infection was not confirmed and permanent implants were placed. Revision operative report received revealing pt had fluid collection and purulence of the joint. Additionally, metal wear was observed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the (B)(4) product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(6) of 2010 following an (B)(4). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.